Event description:
Report received of inaccurate delivery of an unspecified concentration of vasopressin due to an operator error in programming the device. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. The customer contact reported, "when staff is programming in the titrate mode, the pump prompts them to enter the dose followed by the rate. Believe that the programming error was due to the sequence of these prompts being in opposite order. The nurse are not correctly using the confirmation screen to prevent programming errors. The nurses are very busy and either don't pay attention or are not thoroughly reading the screen". There were no reported adverse patient effects. Though requested, no additional information was provided.